Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall adapter caught on fire while charging the pump. Reportedly, when the customer noticed that the cable and wall adapter were on fire, the customer unplugged the cable from the wall adapter and the fire spread to the customer¿s arm and bed. Per the contact, the customer reportedly received 2nd degree burns. Customer was treated with burn cream. There was no adverse impact to customer¿s blood glucose level. Customer reverted to manual injections for insulin therapy. Multiple follow up attempts were made to obtain additional information; however, the customer did not respond.